Event description:
Patient reported all of the buttons on the pump are locked. Patient stated the up button has the black cover disconnected. Patient reported he noticed the concern while he was delivering a bolus and during the delivery the pump alarmed "bolus interrupted", error e8 (power interrupt). Patient stated he was unable to confirm the error because of the button concern. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).